Event description:
It was reported the patient developed an infection at the lead site. The patient is being treated with antibiotics at this time.

Event description:
Follow-up information revealed the patient is infection free and doing well. The issue is resolved.